Event description:
We received a report that a patient developed cystoid macular edema (cme) in the right eye after the implantation of an intraocular lens (iol). The diagnosis was made 2 weeks post-operatively. The implant date was not provided. Therefore, the date of event is unknown. The reporter indicated that the patient's visual acuity was 1.0 and then temporarily decreased to 0.3. Unspecified medication was prescribed and reportedly is ongoing at the time of this report. The relevance between the iol and the cme is unclear. At this time, the iol remains implanted. The patient also experienced symptoms in the left eye; a separate report is filed for that.

Manufacturer narrative:
Patient information was not provided. Serial number and expiration date were not provided. Implant date not provided; lens remains implanted. Initial reporter: telephone number: (B)(6). Manufacture date is unknown. Placeholder.

Manufacturer narrative:
Corrected data: date of birth/age: (B)(6) years. Gender/sex: female. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was conducted by the manufacturer. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. The lens diopter result obtained from the miq (measuring iol quality) electronic system of the test performed when this lens was manufactured, shows that lens serial number (B)(4) corresponded to a 21.0 diopter and meet optical properties inspections. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
Catalog no. Zcb00v0210 additional information: additional information was received indicating that the symptom of cystoid macular edema (cme) was recovered. Postoperative eyesight was 20/12 and is now 20/15. There was no problem and the patient was fairly satisfied with this surgery. Information was received about the products: 21.0d serial number (B)(4) and 21.5d serial number (B)(4). It is unknown which lens corresponds to which eye. This supplemental MDR is being submitted for serial number (B)(4) (21.0 diopter). A separate MDR is being filed for the companion eye. Serial no. (B)(4), expiration date: 09/11/2018. Device manufacture date: 09/11/2013. All pertinent information available to the manufacturer has been submitted. Placeholder.